Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of a clearlink continu-flo solution set. The reporter described the particle as black, 3 mm in length, thin, and approximately three inches from the base of the drip chamber. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed the presence of a particulate matter in the fluid path of the tubing. Further laboratory analysis of the particle revealed it was burn resin which was black in color, irregular shape, opaque, hard texture and homogenous. The reported condition was verified. The cause of the condition was due to used resin in the extruder during the tubing manufacture process. The extruders are cleaned daily as part of the tubing manufacture setup process. During the tubing manufacture process the operator must verify every hour the presence of burn resin in the di set. If there is burn resin, the operator must shift the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.